Event description:
Procedure:unk per medwatch: "cautery problem with cut/coag feature on max force 2 cautery machine resulted in not enough cut delivered.had no problem with loaner from biomedical department used the week before. Papilla of biliary tree was overly coagulated so essntially was sealed - unable to re-enter common duct beacuse of too much burn."